Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that while pulling back the angio-seal device to reveal the colored marker compaction, the device detached completely from the arteriotomy. The anchor did not show at all. The patient had his arteriotomy pressed immediately the doctor. There was no ischemia shown. Additional information was received on april 1, 2019. The procedure was a gastro- duodenal artery (gda) embolization. During the procedure a 5fr./55 cm sheath was used; before deployment the user changed to a 6fr. Introducer. A pre-deployment angiogram was performed. It is unknown if the anchor was left in the patient, the anchor was not seen in the extracted device. The procedure was completed successfully by manual compression.

Manufacturer narrative:
One used 6fr angio-seal evolution device was received for product analysis. The device was received mated with the hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. The tamping tube was exposed past the green tamping marker. Microscopy analysis, the collagen knot was observed in a tight ball at the distal end of the compaction tube. Additionally, the button was stiff and the suture release button had not been deployed based on the amount of released suture. Functional testing was performed; the button was pressed and the suture unwound as intended. No functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the collagen was over tamped which has been known to lead to anchor detachment/deformation and collagen tearing. It is likely that an excessive withdrawal force was experienced due to the suture not unspooling which in turn occurred due to failure to push and hold the suture release button on the handle. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in and to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.